Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of four (4) minicap transfer sets were cracked. This occurred during use of the devices for peritoneal dialysis therapy. The devices have been in use for approximately 1 week. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Four (4) actual samples were received for evaluation. A visual inspection was performed, and it was noted that there was a crack in the light blue main body of all 4 samples. The reported condition was verified. The reported condition could not be determined; however, the damage was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.